Manufacturer narrative:
Date of report: 24aug2021. (B)(6). There was no patient involvement.

Event description:
It was reported that the ventilator does not work on battery. There was no patient involvement.

Manufacturer narrative:
The service provider inspected the device and confirmed the reported issue. The sp replaced the battery to address the reported issue, and the unit passed all testing. Information was received that the issue occurred during testing of the device. There is no patient involvement. There's s no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Based on this information, this is not a reportable.